Event description:
It was rpeorted that the cutter was bent and heated up. The pt was burned as well as the drape.

Manufacturer narrative:
Investigation is ongoing. Device will not be return for evaluation. A follow-up report will be submitted if any new information is learned.